Manufacturer narrative:
Qn#(B)(4). The device investigation is pending and a follow-up report will be issued after the investigation is completed. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the pump was being used for ac3 training class. They had a system error 3 alarm, pump stops pumping. The field service representative (fsr) replaced the mforce driver and checked the 54v (53.98). The system ran well, fsr performed functional check on the pump.

Event description:
It was reported that the pump was being used for ac3 training class. They had a system error 3 alarm, pump stops pumping. The field service representative (fsr) replaced the mforce driver and checked the 54v (53.98). The system ran well, fsr performed functional check on the pump.

Manufacturer narrative:
(B)(4). An autocat 3 optimus m-force motor driver assembly was returned for investigation. The sample was returned in a brown cardboard box with protective shipping packaging. Visual inspection of the m-force motor driver assembly was performed and no abnormality was noted. A continuity check of the motor driver cables was performed and all cables passed. The m-force motor driver assembly was installed into a known good ac3 and functional testing was performed. The pump was powered up successfully, pumping was initiated. The static ram, voltages and balloon volumes were checked, and all were within specifications. Multiple class 1 alarms were purposely generated, and piezo alarm (high pitch audible tone) was triggered each time. The pump was then left to run for over 2 hours with 2 different heartrates (80 and 159 bpm) without any issues. A device history record review was conducted for the serial number/lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The risk is acceptable. The returned device passed visual and functional testing. The reported complaint of "system error 3" is not confirmed. The returned m-force motor driver assembly passed visual and functional test specifications. Based on a review of the device history record the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time.